Event description:
Build up found in needle shaft. Reported to bd representative. Emailed all lab managers and supervisor to remove lot number from shelves. Manufacturer response for bd eclipse needle 21g lot #2139833, bd (per site reporter). Pull from all labs shelves.